Event description:
It was reported guidewire removal difficulty occurred. A rotawire drive guidewire was selected for percutaneous coronary intervention (pci). During the procedure, it was noted that the rotawire kinked at the end of the radiopaque part with very calcified vessels. Difficulty was noted when retrieving rotawire as it was extremely elongated by the inner core, eventually rotawire was completely removed. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
B3: as the event date was not reported, the first day in the month of the aware date is provided.